Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has experienced nerve stimulation from their left ventricular (lv) lead since it was implanted over three years ago. It was noted that the lv lead was previously reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that the device was reprogrammed to a mode to promote intrinsic conduction and provide atrial-based pacing with ventricular backup. It was noted that the lv lead was previous reprogrammed subthreshold to avoid the stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lv lead was capped and replaced due to extracardiac and diaphragmatic stimulation.

Manufacturer narrative:
Continuation of d10: dtpb2qq crt-d, implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has experienced nerve stimulation from their left ventricular (lv) lead since it was implanted over three years ago. It was noted that the lv lead was previously reprogrammed. The lv lead remains in use. No further patient complications have been reported as a result of this event.